Event description:
It was reported that during a da vinci si surgical procedure the mcs 8mm tip cover accessory installed on the monopolar curved scissors instrument was noted to be torn. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the insulated tip cover accessory was torn. Engineering concluded that the location of tears and damage was likely due to mishandling. There were two areas with damage. The one was in the middle of the tube and the orientation of the cut showed the damage occurred from the outside. The second included tearing, in addition a missing part at the tip of the tip cover accessory. The missing part measured roughly about 0.157 x 0.054. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.